Event description:
It was reported that the device displayed check the fault error. There was reportedly no patient involvement. The customer evaluated the device and decided to repair it by themselves. Upon conclusion of the evaluation, it was determined that this was a malfunction of the device the details of which were not provided, however the customer reported to the device was repaired returned to full functionality by themselves. The device remains at the customer site and no further evaluation is warranted at this time.